Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: or manager. Investigation is still in progress.

Event description:
According to initial report the trigger wires did not release upon turning the handle ((B)(4)). They disassembled the handle to manually release the trigger wires and the trigger wires did release enabling the graft to deploy. Then, upon removing the delivery system, the dilator tip separated ((B)(4)). It was already enough out of the patient that they were able to manually remove the dilator tip. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 80 year-old male patient with a suprarenal abdominal aortic aneurysm underwent a thoracic endovascular aortic repair (tevar) with a zta-pt-34-30-161-w (complaint device) it was reported per phone that the trigger wires did not release upon turning the handle (B)(4). They disassembled the handle to manually release the trigger wires and the trigger wires did release enabling the graft to deploy. Then, upon removing the delivery system, the dilator tip separated (B)(4). It was already enough out of the patient that they were able to manually remove the dilator tip. The device was returned and the product evaluation concluded that : it has not been possible to determine a cause for the reported failure. It is unknown whether the friction between the cannula tube and the cannula hub, and the flakes observed could indicate presence of adhesive material. It is not possible to confirm nor unconfirm the presence of adhesive material. Review of the device history record gave no indication of the device being produced out of specification. It is possible that the damage occurred during design modification. Based on the provided information, product evaluation and cook´s documentation, an exact cause of the reported event cannot be established. However prior to procedure the physician created 4 fenestrations on the alpha device to fit the patient's anatomy. Design modification of device could have contributed to the reported event. Cook will reopen the complaint if additional information is received. After investigation the event for this pr# is no longer reportable. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.